Event description:
It was reported that during a stent graft implantation procedure, a guide wire fracture occurred. During the procedure, the back-up meier .035 inch, 300cm guide wire was broken "where the soft and hard part connects." The physician was unable to "pull back" an unknown coil into the delivery system. The procedure was completed with another unk coil and another of the same guide wire. No further pt injuries of complications were reported. The pt's status is reported as "no problem".

Event description:
It was reported that during a stent graft implantation procedure, a guide wire fracture occurred.during the procedure, the back-up meier .035 inch, 300cm guide wire was broken "where the soft and hard part connects." The physician was unable to "pull back" an unknown coil into the delivery system. The procedure was completed with another unknown coil and another of the same guide wire. No further patient injuries or complications were reported. The patient's status is reported as "no problem." It was further reported that the procedure was a stent graft implantation in the thoracic aorta, below subclavian artery. The distal tip of the meier wire was broken. The entire wire was removed from the patient.

Manufacturer narrative:
Device evaluated by manufacturer : device analysis revealed the spring tip was damaged (wavy/bent) and the inner core severely kinked at 11 cm from tip by the braze joint with unraveled coils along 1 cm. No fracture of the tip was noted. No outer diameter of distal taken due to damage. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B) (4).